Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated cardiac troponin I (tni) results were obtained on two patient samples on the dimension exl 200 instrument. Siemens determined that quality controls (qcs) were recovering within acceptable ranges on the day of the event. As per siemens instructions, the customer ran a precision study on qcs, which recovered within specifications. Siemens also discussed sample handling and sample integrity issues with the customer. A siemens customer service engineer (cse) was dispatched the customer's site. During this visit, the cse performed all arm alignments, cleaned windows, checked cuvette manufacturing, and replaced the sample probe drain. Then, the cse ran a system check and quality controls (qcs), which recovered acceptably. Siemens further investigated the instrument files and observed that the samples were abnormally aspirated when the samples were initially run. Fibrin in the samples, possibly due to improper sample handling, potentially contributed to the discordant, falsely elevated tni results that were obtained on the patient samples. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). Due to the "below assay range" results obtained for the alanine aminotransferase (alti) test (also ordered for the samples), the customer repeated the samples and lower results were obtained for tni. The repeat results were reported, as the correct results, to the physician(s). There is no indication that the alti results were discordant for these patients and the customer did not provide the repeat alti results obtained on the samples. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.